Manufacturer narrative:
For devices implanted prior to june 2, 2017 and/or the service app occurred prior to june 2, 2017: the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Event date is estimated.

Event description:
It was reported the ipg was not placed in surgery mode prior to the patient undergoing an unrelated surgical procedure. Postoperatively, the ipg would no longer communicate with external devices, and the patient controller displayed the error message, ¿generator is not responding.¿ troubleshooting was unable to resolve the issue. Further action will be determined at a later date.

Manufacturer narrative:
The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.